Manufacturer narrative:
All new codes apply to the implantable neurostimulator (ins). Implant date of the lead updated. Product ID (B)(4) lot# v998463 serial# implanted: (B)(4) 2012 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had no idea that one of her leads was not working until a manufacturer representative (rep) found this out during a check at the doctors office. The patient reported that no steps where taken to resolve the lead not working and the issue had not been resolved. The patient stated that this device is no longer working due to a drained battery. The patient reported that it is "currently a useless device and needs replacement or removal". Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# v998463, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went into her doctor a couple years ago and thinks that the manufacturer representative (rep) told her that one of her leads was not working. It was noted that the patient does not have a healthcare provider (hcp) and was sent physician listings. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Product event summary # (B)(4): it was reported that device is no longer working due to a drained battery/sending no signals and needs. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient response regarding the device no longer working. Patient reported that they did notify their hcp on (B)(6) 2018. The device was tested in the hcp's office and found to be drained and sending no signals. No actions were noted in response. No further complications were reported.